Event description:
(Pli 10, 20): medtronic received information that during use of a affinity nt cvr (cardiotomy venous reservoir), and a pixie hollow fiber oxygenator it was reported that the affinity reservoir had a crack at the connection point, resulting in bubble formation and the pixie oxy had a leakage between the heat exchanger and the main reservoir. See attached video. Use of device was unspecified. There was no adverse patient effect associated with this event.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 541b (231772685); product type: 0189-disposables; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Reg report 2184009-2026-00496 will be cancelled as it will now be captured in the newly created staging record 609107251. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803 correction b5: both of the devices were replaced to complete the case medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(Pli 10, 20): medtronic received information that during use of a affinity nt cvr (cardiotomy venous reservoir), and a pixie hollow fiber oxygenator it was reported that the affinity reservoir had a crack at the connection point, resulting in bubble formation andthe pixie oxy had a leakage between the heat exchanger and the main reservoir. See attached video. Both of the devices were replaced to complete the case. There was no adverse patient effect associated with this event.